Event description:
It was reported that the claws and plunger handle will not function properly causing an alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Top and bottom case in excellent condition. Check syringe plunger sensor was found in the event history log. Check syringe plunger sensor was found at power up process and the plunge lever was not working. The root cause of the reported issue was found to be down pin came loose from plunger head mount was causing all parts inside plunge assembly misaligned. The cause of the issue is known and is design related. Replaced down pin and plunge head mount. Performed power up process and all functional tests which passed. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. D4 unique identifier is unknown. No information has been provided to date.